Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) due to error 23027 and to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (error 23027 along axis 3) was able to be reproduced during sine cycle. The following parts will be replaced as a fix: axis 3 pot, axis 3 cb pot.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy the customer encountered 23027 faults on the system. The customer with the help of the clinical sales representative (csr) disabled the left master tool manipulators (mtml) and moved the surgeon over to a second surgeon side console (ssc), after moving the surgeon could not take control of the mtml on the second console either. The technical support engineer (tse) had customer power cycle the ssc, reseat sterile adapter, and try multiple instruments. At this point, the customer opted to convert to laparoscopy to complete the procedure. The tse noted that not all troubleshooting steps were exhausted in attempt to resolve the issue. There was no patient harm. Intuitive surgical inc, (is) followed up with the isi csr to confirm that the customer did attempt to do some troubleshooting by power cycling the system, using the second console for troubleshooting. At this point, the surgeon was frustrated and opted to perform laparoscopy. There was no patient harm. Intuitive surgical inc, (is) followed up with technical support engineer (tse) confirmed that additional troubleshooting was not fully completed. The customer could have reseated the blue fiber cables, replaced the drape and performed an emergency power off on the system.